Event description:
Suture spitting, post-op. Customer reports that pt experienced suture spitting eight (8) weeks following total knee replacement surgery requiring antibiotic treatment and wound cleanup.